Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind as a result of a corroded motor home switch. Further testing was not performed due to the motor error alarm.

Event description:
The customer reported that the insulin pump alarmed motor error during rewind. Troubleshooting was performed and the device failed the displacement test. No further info was provided.